Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 115 mg/dl on the professional metr and 395 mg/dl on customer's meter. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.